Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of non-sustained right ventricular oversensing (nsrvo) caused by post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator. There were no patient consequences. Further information was requested but not received.